Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with a non boston scientific left ventricular (lv) lead. Lv lead pacing inhibition was observed on the presenting egm and there was difficulty confirming lv capture. Upon review, lv pacing seems to have conducted over to the rv as well. This gave the appearance of biventricular (biv) pacing, despite lv only programming. The patient has right bundle branch block (rbbb), but has his own conduction on the lv side. Technical services (ts) discussed troubleshooting options and programming considerations. Programming biv pacing with a shorter avdelay addressed the patient's rbbb. It was suspected there was fusion on the left side, and it was noted that the morphology resembled what was observed at implant. Ultimately it was decided to leave the biv pacing with an avdelay of 200 ms. This crt-d remains in service. No adverse patient effects were reported.